Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Upon interrogation of the device, it was observed that the device was above the elective replacement indicator. Furthermore, a longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
The battery performance alert was triggered via merlin@home. The device was successfully explanted and replaced. The patient was in stable condition.